Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was the patient is not getting 50% reduction in symptoms but they cannot increase stimulation any higher at the current program or it hurts. The caller was getting the phone ready to increase the patient's stimulation and when they had the device on and up against the patient the stimulation "shot real high" and the patient was in pain. The stimulation "shot up to 8 something" from 4 and it "did it on its own, kind of." The caller inquired if this could have damaged the ins battery from stimulation going up high by itself. When they called the healthcare provider (hcp) they were advised to call the manufacturer. They can increase the stimulation but then they have to decrease it right away because it hurts the patient. The therapy was on at 4.0 on program 5. Considerations of changing programs was reviewed. When the caller was asked for an event date they said "the high thing happened probably a couple months ago." The patient is upset because they were doing well before this and was using few pads. Now they can't get it to work and the patient is using more pads. When the patient increased stimulation it was sore in their cheeks of their private area which as clarified to be "left lip of private area." The caller confirmed that the patient "seemed okay" at the current setting. They will try to change programs and adjust stimulation to a comfortable setting. The patient was redirected to their hcp to further address the issue if the issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they changed the program and it did not happened again and the issue was resolved

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient rep. Patient rep called back stating that they have had another episode where they were going to increase the stimulation and the patient was felt overstimulation/discomfort. Caller stated they have tried going as high as they can comfortably and still having not enough therapeutic benefit. Caller is wondering what the next step would be. Agent reviewed information and redirected to hcp.

Event description:
Patient repeated overstimulation events that were previously reported and documented, see call code and follow up notes. Patient said received follow up letters. Patient said that did send in a response once and doesn't understand why is receiving the letters. Questions: cause not determined. Patient did state that they don't make adjustments themselves and relies on family member or whoever performs programming at hcp office to make the adjustments. Patient also mentioned that has diabetes and believes as a result is just more sensitive. Patient confirmed that the setting was decreased to level that is more comfortable. Patient said has been hesitant to ask for any additional adjustments due to previous experience however said that their symptoms are so bad now that is considering requesting for an adjustment. When asked, patient unable to determine when noticed symptoms becoming worse. Patient to consider informing the person making adjustments that patient is sensitive and to only make very slight adjustments, even just .1 at a time if possible. Patient said will consider and speak to family member.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.